Event description:
Customer reported a damaged bed. According to the customer, the side rail had become loose. No patient or caregiver injury was reported.based on the information received, a patient was using the side rail for support while repositioning in the bed, which could potentially lead to the damage.inspection of the bed revealed multiple additional areas of damages. The relationship between the reported loose side rail and the additional observed damage has not been determined yet. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be provided once the conclusions have been reached.the device is distributed outside the us and no gudid information exists.